Event description:
It was reported that shaft break occurred. The (B)(4)% stenosed target lesion was located in a mildly tortuous and mildly calcified left main coronary artery to left anterior descending (lad) artery. After pre-dilatation with a semi-compliant balloon, a 24 x 3.00 promus premier select drug-eluting stent was advanced to treat the lesion. An attempt was made to deploy the stent, but while positioning the stent, the shaft was broken. The device was pulled back along with guide wire. The entire guide catheter, guide wire along with damaged stent was retrieved. The procedure was completed via alternative method. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 88% stenosed target lesion was located in a mildly tortuous and mildly calcified left main coronary artery to left anterior descending (lad) artery. After pre-dilatation with a semi-compliant balloon, a 24 x 3.00 promus premier select drug-eluting stent was advanced to treat the lesion. An attempt was made to deploy the stent, but while positioning the stent, the shaft was broken. The device was pulled back along with guide wire. The entire guide catheter, guide wire along with damaged stent was retrieved. The procedure was completed via alternative method. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 24 x 3.00mm stent delivery system, catheter was returned for analysis. A visual and microscopic examination of the stent found no damage to the crimped stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. The device was received in two sections as a result of a break in the hypotube. The break was located at 23.5cm distal to the distal end of the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A microscopic examination of the break site identified no issues with the hypotube which could have contributed to the break. The break appeared to have resulted from excessive force having been applied to the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.